Event description:
Reporter concerned about reusable dialyzer. Reporter believes that the pt. Has suffered harm. The pt has had severe anaphylactic reaction within 10-15 minutes of treatment. Ambulance called. Pt received benadryl through graft. Told that heart rhythm was bad. Reporter told that reaction was probably a severe reaction to food. Had eaten raw peanuts about one hour prior to treatment. Two days later started dialysis treatment, and pt had another anaphylactic reaction. Pt given bendryl and epinephrine and sent home. Since then the pt has had difficulty breathing. Difficulty walking due to severe sob and weakness. Seen 5 or 6 days later in ER for hypoxia. Echocardiogram was normal, negative test for pulmonary emboli. Pt also hallucinating. Subsequently seen by pt's dr and cardiologist. Pacemaker checked and was functioning. Cardiologist found dramatic changes on echocardiogram about 1 1/2 weeks ago. Total heart failure. Concerned about what could have caused such a dramatic change from the previous normal echo. Had been scheduled for an eval with cardiac cath today. However is currently too unstable. Currently in intensive care unit. Reporter concerned about multiple organ failure because pt now with enlarged spleen, atrial fibrillation. Reporter believes reaction due to dialyzer, not food reaction. Reporter requests investigation of dialyzer and clinic.